Event description:
It was reported that this right ventricular (rv) lead was explanted due to possible perforation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis showed that the lead passed the electrical continuity testing indicating the conductors are intact. Also, perforation cannot be confirmed by product analysis. Further, known inherent risk was selected based on the field report of perforation or pericardial effusion or cardiac tamponade - which are known risks associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for these types of allegations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to possible perforation. A new lead was implanted. No additional adverse patient effects were reported.